Manufacturer narrative:
Device evaluated by manufacturer, evaluation summary attached, method codes, result codes, conclusion codes: updated. Device evaluated by manufacturer: examination of the returned complaint device revealed that the coaccess electrode array was fully retracted. No visible damages were found to cannula or handle. A functional evaluation extended and retracted the tines without resistance. The tines were evenly spaced and undamaged. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that there was resistance extending the array. During preparation, a leveen¿ coaccess¿ was selected. While checking the device, there was severe resistance extending and retracting the array. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was resistance extending the array. During preparation, a leveen¿ coaccess¿ was selected. While checking the device, there was severe resistance extending and retracting the array. The procedure was completed with another of the same device. No patient complications were reported.